Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Conclusion statement: the report of allegation of lead migration was not confirmed. This event cannot be confirmed through product analysis testing alone. Analysis of the returned lead a passed all functional and continuity testing.

Event description:
Related manufacturer reference number: 1627487-2023-00886. It was reported the patient's right s1 lead had high impedance and right l5 lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on during which those 2 leads were explanted and replaced.

Manufacturer narrative:
Date of event is estiamted.